Event description:
A hospital in (B)(6), reported that a pt complained they felt dyspnea while being treated with an rt040 full face mask. The customer was using a respironics bipap st module for ventilation. The mask was connected to o2 at 5l/min, and the customer checked the mask was leaking. Finally, the doctor used an alternative mask and no pt consequence was reported. Because the oxygen port connector is physically close to the exhalation port, the customer was concerned the connected oxygen could blow away from the exhalation port before it was delivered to the pt under high flow ventilation.

Manufacturer narrative:
(B)(4). Method: the device was not returned to the MFR for inspection. An investigation was carried out based on the event description. Results: for high flow bipap with low flow oxygen, the oxygen would normally be connected and mixed in the setup, before reaching the mask. In this event, it was reported that the oxygen source was connected directly to the supplemental oxygen port of the rt040 full face mask, rather than being connected before the mask. A lot check revealed no other similar complaints for this lot number. Conclusion: the pt received a lower level of oxygen than expected, as the oxygen source was connected directly to the supplemental oxygen port of the mask, rather than being mixed before reaching the mask. Because the mask was being used with a relatively high flow rate, this resulted in some of the oxygen getting blown out the vent of the mask before reaching the pt. The user instructions state "this mask may only be used in a hospital or clinical setting, where the pt is adequately monitored by trained medical staff." No pt consequence was reported. A fisher & paykel healthcare rep is working with the hosp to help them set up the rt040 to deliver the desired levels of oxygen with this application. A search of our complaint records for the past 2 years, revealed no similar complaints apart from this complaint and 1 other reported at the same time by the same hosp. (B)(4).